Event description:
The clinical reported that during the procedure, the tip broke off the endoscopic vein harvesting bipolar device. The piece was retrieved from the pt. There was no report of the pt injury.

Manufacturer narrative:
The clinician reported that during the procedure, the tip broke off the endoscopic vein harvesting bipolar device. There was no report of pt injury. One bipolar was returned to sorin group USA for evaluation. The visual inspection of the returned device confirmed that the tip was broken off. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product. This device and lot number was not originally reported by the clinician but was returned on jan 15, 2010 with product associated with another medwatch report, ref 1718850-2009-000173. This lot number was included in the recall.